Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle and pocket stimulation from the right ventricular (rv) lead. The physician had suspected a lead perforation for years and chose to cap and replace the lead. No further patient complications have been reported as a result of this event.